Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9676 angled reamer, drive shaft, and ar-9597-10 angled reamer sleeve had wear and tear. The devices began to spot-weld and become increasingly resistant to one another, making the augment reamer less effective. This was noticed during a case but did not prevent or slow down the case in any way. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. Visual evaluation it was found that a reamer has scratches lines around the outer diameter and the distal and proximal end. The hudson connector shows nicks. The most likely cause of the reported failure is wear and tear of the device.